Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscus reconstruction there was a lack of proper operation. The thread didn´t pass through the tissues of the meniscus, it didn´t hit the window and tear the tissue. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The mating part (instrument) was not returned along with the complaint device (needle). Complaint device did not pass the function criteria.